Manufacturer narrative:
Patient city:(B)(6). Patient country: australia.

Event description:
Reference number(B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking event on 21-feb-2026. The cause of the product was not adhered due to sweat. The insertion site was side of abdomen. No further information available.